Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. Review of the submitted log files also confirmed sustained low flow alarms; however, a specific cause for this finding could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported patient outcome could not be conclusively established. The submitted log files from the primary controller collectively contained applicable data from on (B)(6) 2021 and found that the pump operated at the set speed without issue. Although time of death cannot conclusively be determined through a log file analysis, it should be noted that only one of the controller power cables was connected to the mobile power unit (mpu) from the evening on (B)(6) 2021 until external power was disconnected on (B)(6) 2021, followed by disconnection of the driveline. Sustained low flow hazard alarms were also captured from on (B)(6) 2021 until the driveline was ultimately disconnected. The pump appeared to be operating as intended. (B)(6) was not explanted for evaluation. It was reported that the device operated as expected, and the patient outcome was not considered to be device-related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22feb2018. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas. The IFU provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 1 of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was unknown. No autopsy was performed. It was noted that the death was not considered to be device related and that the device was operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Manufacturer report number 2916596-2021-03319. Manufacturer report number 2916596-2021-03320. It was reported that the patient was found deceased at home on (B)(6) 2021 by his granddaughter. It was reported per police that the pump was alarming with power cable disconnect, connect power and low flow. The family reported speaking to him last on (B)(6) 2021. The cause of death was unknown at the time. The pump was still running when the police arrived. An autopsy was not performed at the time. Log file analysis captured initial low flows on (B)(6) 2021 at 6:31 pm where the flow dropped to 0 liters per minute at 7:01 pm followed by multiple strings of low flows for the remainder of the log. It also captured multiple strings of power cable disconnects where the white power lead was disconnected from the controller and the black power lead was connected to the mobile power unit on (B)(6) 2021 from 6:06 pm to (B)(6) 2021 at 1:45 pm. The controller was disconnected from external power on (B)(6) 2021 at 1:45 pm. The log file displayed power cable disconnect/low flow/no external power/driveline disconnect/pump off on (B)(6) 2021 at 2:22 pm. The backup did not display any recent data. The most recent data recorded was on (B)(6) 2021 where the controller was shutdown.